Event description:
Updated summary: customer reported having a high blood glucose of 400mg/dl on (B)(6) 2024 after treating for the low of 21mg/dl with glucagon (not glucose/carbohydrates). Customer treated the high with the pump. Please see case-(B)(4) for the low documentation. Customer declined troubleshooting. Pump was used within 48 hours of the high. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with the blood glucose value of 400 mg/dl and hypoglycemia with the blood glucose value of 21 mg/dl. The customer reported hyperglycemia, loss of consciousness, hypoglycemia treated with insulin pump (subcutaneous insulin infusion) for hyperglycemia and with glucose/carb intake for hypoglycemia. The event involved product(s) unomedical, mmt-1884l, mmt-332a, unk_sensor. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. No further patient complications were reported. It was unknown whether the customer continued the use of the sensor. No product return is required for unomedical. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for unk_sensor.